Event description:
During a preparation for a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console appeared to malfunction. Manual control of the system pumps and alarm sensors continued to be available through local controls. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, no conclusions reached.